Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that vessel closure of an unspecified access site was attempted using three proglide devices relative to an unspecified procedure. Reportedly with all three devices, the suture spontaneously broke. Prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation could not be confirmed due to components were not returned. However, a needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1 - initial reporter - physician name provided.

Event description:
Subsequent to the initially filed reports, the following information was received: it was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. The sutures of two new prostyle devices were successfully pre-placed after the sutures of the three reported prostyle devices spontaneously broke. The sheath was upsized to a 16f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.